Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center experienced a b30 communication error. The issue occurred during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: d8, d9, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reportable malfunction was not reproduced. However, an additional potential adverse event was noted where the front panel did not light up. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the b30 error was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. The front panel light failure was likely due to failure of the front panel unit. Olympus will continue to monitor field performance for this device.